Event description:
It was reported that the right ventricular (rv) lead was intermittently oversensing during episodes of ventricular fibrillation (vf). It was also reported that left ventricular (lv) lead thresholds were higher than the programmed output and capture could not be confirmed. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.